Event description:
It was reported that after the surgery, while cleaning the instruments, the nurse noticed that the instrument was burnt. It has only been used twice. The procedure was completed without any complications or consequences for the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).